Event description:
Boston scientific received information that the remote monitoring system have detected that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to a monitor only mode and therapy delivery was deactivated. Additional information was received confirming that this device was intentionally deactivated however the reason for the deactivation was still unknown. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.